Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was not able to be duplicated. The cause of the issue was unknown. Standard preventative maintenance was performed and all functional tests were passed. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume test three times. The event occurred during testing, there was no patient involvement.